Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a (B)(6) year old female patient presented with one day of luq pain, received 1st dose of pfizer vaccine 3 weeks prior to (B)(6) 2021, reports fever, headache, also reports one day of hemoptys about one week ago. Then began experiencing fever, headache, nausea and intermittent brown emesis starting 3 days ago.. There was no additional patient information available at the time of this report. Return product is not available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.